Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing verified but did not duplicate a load step malfunction. Black box review shows 3 "no cartridge detected" warnings on the reported failure date. The pump booted normally, "ez-prime" steps performed and the pump was primed successfully. No alarms duplicated during testing. Force sensor calibration reading is above specifications. The pump was opened for examination, moisture corrosion found on the force sensor flex pins, printed circuit board, pins, sockets and on the component in the force sensor circuit. Force sensor resistance is within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).